Event description:
It was reported the pt had their pump device removed due to an infection in the pump pocket. Skin erosion and redness at the pocket site were reported. The medication being delivered via the device was lioresal. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.